Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 40 mg/dl. The customer was treated for the low blood glucose with food. The customer was assisted with calibrating their sensor. The customer was informed why their insulin pump did not alert the customer about the low blood glucose levels. The customer did not return the product back for analysis.